Manufacturer narrative:
The cochlear implant was evaluated on (B)(4) 2013 using the integrity test system. The results are consistent with a device malfunction. This report is filed april 7, 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). This report is filed may 6, 2014.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to unspecific device issues. The patient was reimplanted with a new device during the same surgery.the manufacturer became aware upon receipt of the explanted device on (B)(6) 2013. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.